Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported this is the second time this evening the patients pump is alarming, and screen will not light up. Instructed them to press any button on the pump and screen will not come on. He states he has new batteries in pump. Instructed to open battery door, take batteries out, put batteries back in, pump alarms again with no screen light. Instructed patient to take batteries out and call facility. . Patient not harmed or affected. No patient injury. No additional information.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.